Manufacturer narrative:
Eval summary: the device involved in this incident is not available for evaluation, therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. Furthermore, the lot number of the pump was unk, and as a result, I-flow was unable to conduct a historical review to determine similar problems with a specific lot number. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and patient to patient. The attached clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Six (6) days post mastectomy, performed in 2006, the patient presented with erythema, fever and pain. Cultures were taken and resulted in staph aureus. IV antibiotics were given and the symptoms dissipated. The patient's condition is 'good'. The surgeon suspects that the pump was a possible cause of the infection.